Manufacturer narrative:
Based on the correction: this is report two of two for the same event. Report one of two is reported on MFR #0001032347-2017-00124.

Event description:
(In addition to what was already reported) it is reported that a power driver and a manual driver were used to lock the plates and screws at the end. The screws backed out at the manubrial junction. The surgeon obtained bi-cortical fixation. (Correction): it was previously reported "for this patient he used one cross plate at the manubrial junction with three 18 mm screws." The distributor reported eight screws were used; among the eight screws, three screws were loose.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The product was discarded by the hospital and therefore will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report two of two for the same event. Report one of two is reported on MFR #0001032347-2017-00124.

Event description:
It is reported that a surgeon conducted a clinical study comparing sternalock blu implanted patients with wire implanted patients. A patient had an on-pump coronary artery bypass grafting procedure. For this patient he used one cross plate at the manubrial junction with three 18 mm screws. It is reported the surgical technique was followed. The patient was discharged and returned for a follow up. During the follow-up, it was discovered that the patient's tissues above the sternum were swollen because the screws had backed out of the plates and were migrating in the chest. Due to the migrated screws, the surgeon had to re-open and remove the plates and screws. The reasons listed for the revision surgery were: dislocation, infection, loosening, and pain. The dates of the original surgery and revision surgery are unknown.